Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper ms. Guide catheter: jl4. Stent: 2.5x24mm biomatrix flex, 3.5x24mm biomatrix flex. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters, nc trek rx, global, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported deflation issue; however the difficulty to remove appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid left circumflex (lcx) artery with moderate tortuosity. A whisper guide wire was advanced toward the target lesion. A 2.5x24mm non-abbott stent was implanted in the distal lcx and a 3.5x24mm non-abbott stent was implanted in the mid lcx. A 3.75x15mm nc trek rx balloon dilatation catheter (bdc) protective sheath/stylet was removed without resistance. The nc trek was not prepped outside the anatomy prior to use. The nc trek was advanced toward the mid lcx to perform post-dilatation, the balloon was inflated once up to 6 atmospheres. Negative pressure was applied and the balloon completely failed to deflate. The nc trek was withdrawn inflated; hence, resistance was noted during withdrawal. The non-abbott guide catheter, the nc trek and the introducer sheath were removed as a single unit from the patient anatomy. A new non-abbott guide catheter was inserted into the anatomy, the whisper guide wire was advanced toward the target lesion and a 3.75x15mm non-abbott balloon was used to perform post-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.